Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a home choice cassette without an alarm. This occurred during a drain step of peritoneal dialysis therapy. The home patient (hp) was connected during the time of the event. There was nothing found during troubleshooting that would cause or contribute to the event. The caregiver (cg) stated that they saw bubbles in the line. Renal therapy services (rts) explained to the cg that they would need to end therapy and start over with new supplies. Rts advised the cg to check the whole patient line before connecting. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.